Event description:
As reported by the user facility: when removing needle, the safety clip did not engage over the tip of the needle, resulting in needle stick injury. The facility declined any further information regarding the reported incident and protocol bloodwork testing results. The lot number remains unknown and the sample will not be returned for evaluation. No further information was made available.

Manufacturer narrative:
The actual device in the reported incident was not made available to the manufacturer to be evaluated and a lot number was not reported. Without the actual sample and a lot number, a thorough evaluation could not be performed. No specific conclusions can be drawn. The directions on the package state " to remove the needle from the port, firmly hold down green base plate and pull straight up on the hub grip. It should be noted that the surecan safety huber needle is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. It should also be noted that the instructions for use supplied with this product caution to " keep hands behind the needle at all times during use and disposal.